Event description:
On (B)(6) 2017, a reporter for the lay user/patient contacted lifescan (lfs) (B)(4), alleging that the patient¿s onetouch verio2 meter was reading inaccurately high compared to the patient¿s feelings and/or normal readings. The complaint was classified based on information obtained from the customer service representative (csr) documentation. The reporter advised that the alleged issue began at 10 a.m., on (B)(6) 2017. The reporter claimed that the patient obtained a blood glucose readings of ¿27.9 mmol/l¿ with the subject device which she felt was high compared to her feelings and/or normal readings. Meter to feelings/normal results comparisons do not meet the criteria necessary for lfs to determine an inaccuracy. It is not known how the patient manages her diabetes or what changes, if any, she made to her usual diabetes management routine in response to the alleged inaccurately high reading. The reporter advised that an unknown time after the patient obtained the alleged inaccurately high result with the subject device, she ¿passed out¿. The reporter advised that the patient was taken to the emergency doctor and that her blood glucose was measured on another device (brand not reported) and a result of ¿3.5 mmol/l¿ was reportedly obtained. The reporter stated that the patient was treated by nurses; however, they were unable to provide further information as to what treatment was administered. At the time of troubleshooting, the reporter was unable and/or unwilling to confirm if the unit of measure was set correctly on the subject device. The csr confirmed that the test strips had been stored properly, were not open beyond their discard date and had not expired. The reporter was unable and/or unwilling to walk through a control solution test. Replacement products were sent to the reporter. This complaint is being reported because the patient reportedly developed symptoms suggestive of a serious injury adverse event after the alleged issue occurred.

Manufacturer narrative:
The lay user/patients meter and test strips have been returned and evaluated by lifescan product analysis with the following findings: the meter passed all testing with no faults found. The reported issue could not be confirmed. Lifescan also conducted an evaluation of the test strip lot and concluded that this lot did not breach the thresholds set for escalation and no systemic issue was observed. Analysis was not possible for the returned test strips due to unknown storage and handling preventing the allegation being physically investigated. If lifescan obtains additional information regarding this complaint, a follow-up report will be submitted. At this time, lifescan considers this matter closed.